Event description:
The customer reported a leak from the reticulocyte clear chamber of a unicel dxh 800 coulter cellular analysis system. The volume of the leak was approximately 50 ml and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The field service engineer (fse) found a defective pinch valve vl251 that caused the reticulocyte clear chamber to overflow. The fse replaced vl251 and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).